Event description:
It was reported that increased impedance was observed. Via x-ray no anomalies were noted. The pocket was opened and the lead impedance was in normal range via psa. The physician opted to explant the device and the pace/sense portion of the lead. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of high impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the impedance anomaly could not be determined.